Event description:
It was reported that a patient was in the bed with the bed exit alarm set. Reportedly, he was very agitated throughout the night and kept setting the bed exit alarm off. Reportedly, the staff checked on the patient every time the bed exit alarm sounded and re-set the alarm. It was reported that the staff found the patient expired on the floor during a routine check. Reportedly, the bed exit alarm did not sound. Reportedly, the patient passed away from causes unrelated to the fall.